Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the device stopped working on (B)(6) 2017. The patient reported that he doesn¿t have a pain management doctor anymore and his primary care doctor knew nothing about his internal device. The patient reported that he was supposed to get a doctor from the other and they didn¿t send it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient has concerns about the device not working anymore because they have been waiting for the programmer. The event date was unknown. It was unknown if any troubleshooting/diagnostics/actions were performed. The outcome of the event was unknown. No further complications were reported or anticipated.